Manufacturer narrative:
Service representatives replaced the unit's gas module.

Event description:
Customer reported an issue with the beneview monitor, which may have impacted monitoring. No patient injury was reported.